Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt had suspected pump thrombosis with elevated ldh, elevated bnp, and pump power increase. The pt received a pump exchanged on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.